Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. The customer reported that the insulin pump went blank. The customer's blood glucose was 500 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they received a power loss alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0872 inches. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. Insulin pump powered up properly after battery installation. No blank display noted. Pump received with insulin pump error alarms, unexpected battery power loss alarms, and low battery alarms due to j6 connector resistance issue. Insulin pump uploaded to carelink pro and generated a daily summary report without any errors. No unexpected error message noted during the upload or report generation noted.